Manufacturer narrative:
Event date: exact date unknown.

Event description:
It was reported via social media that the patient stopped walking a month after undergoing dbs surgery. Although it was stated the implant helped to stop the patients tremors, it also caused the patient to hunch over and fall constantly. It is unknown if the patient was implanted with a boston scientific device, and no further information has been obtained despite good faith efforts.